Manufacturer narrative:
Results of investigation: vyaire medical's failure analysis team was unable to confirm the customer's reported issue through the events log. Also, the issue was not duplicated during the functional check. Vela main printed circuit board assembly p/n 53420k, s/n (B)(6) will be placed on hold.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was able to duplicate the device fault. Evaluation revealed that the unit failed transducer calibration and the main board needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit is alarming transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.